Event description:
It was reported that after zero balancing, icp monitoring was conducted for a while; however, the error code eob was displayed and monitoring became impossible. The faulty catheter was replaced. The customer disposed of the catheter. No patient injury was reported.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.